Manufacturer narrative:
Physio-control examined the customer's device and observed condensation on the inside of the display lens.  Upon closer inspection physio determined that a large amount of liquid had entered the device and that there was heavy moisture and/or condensation on most of the sub-assemblies and components within the device. Repair of the device would have necessitated the replacement of all electronic and metal components.  The customer was then presented with a repair estimate, but declined the have the repairs completed. Per the customer's request, the device was then returned to them unrepaired. Due to the amount of liquid that had entered and damaged the device, it is reasonable to conclude that the likely cause of the reported issue was use error due to a failure of the customer to properly maintain the device and not a device malfunction.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.